Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five months post implant that the patient experienced an infection at the pacemaker incision and pocket. Cultures were taken and antibiotic was administered. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.